Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was explanted and replaced with a competitor's product. It was reported that the patient had received multiple shocks due to a "loose lead". No further information was disclosed. Information suggests that this right ventricular (rv) lead remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.